Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6), 2010. According to the complainant, during the heat up phase, a fluid loss alarm was generated at a loss of 10 cc's, at a rate of 2cc's per minute. The seal was checked and than a raytec sponge was placed below the cervix. The scope was also adjusted at this time. The procedure resumed and 8 minutes into the ablation, another fluid loss alarm was generated at a loss of 10 cc's and a rate of 8 cc's per minute. The case was then aborted with no burns sustained. Clinical follow up information confirmed that no burns were sustained, leaking was observed at the cervix, the patient had fibroids and there was no indication of over dilation. There were no complications with this event and the patient has been back since and reported to be doing "fine".

Manufacturer narrative:
The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.